Event description:
It was reported that guidewire entanglement occurred. The 90% stenosed target lesion was located in the right coronary artery. An opticross 6 hd imaging catheter was advanced for use. They introduced ivus on wire into rca and when pulling out, it was stuck to the wire. Pulled both out and saw tip was kinked. Tried to reload catheter over wire and could not advance. The procedure was completed with a different device. There was no patient involvement reported.